Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the impella 5.5 experienced a retrograde flow alert. No patient harm was reported. The pump was successfully explanted.

Manufacturer narrative:
H6: added code based on information in the complaint file.

Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. Medical device problem code a01 was erroneously reported by the clinical site. There was no reported issues with the impella device. No further reporting required.